Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Other relevant device(s) are: product ID: evolutr-34-us serial (B)(4), use by date 2019-04-18 (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, rapid pacing was initiated and pre mature ventricular contractions (pvc) were noted. Upon 80% deployment, the valve was at 4 mm on the non-coronary cusp (ncc) and 5 mm on the left-coronary cusp (lcc). The patient was hypotensive and cardiopulmonary resuscitation (CPR) was performed. The blood pressure recovered and echocardiogram revealed a moderate leak on the ncc. Fluoroscopy showed that the valve had moved up to - 4 mm on the ncc and 2 mm on the lcc, likely due to the CPR. A second transcatheter bioprosthetic valve was implanted at 3 mm on the ncc and 4 mm on the lcc. Echocardiogram showed a mild leak between the 2 valves on the ncc portion. A balloon aortic valvuloplasty (bav) with rapid pacing was performed. The blood pressure was not recovering at an adequate rate and the patient was placed on bypass pump support. An angiogram was done to assess the valve position and the coronary vessel perfusion. Both the left coronary artery (lca) and right coronary artery (rca) were visualized, but the lca was slow to fill. It was determined that the bypass pump support was the cause of the sluggish flow in the coronary. For precautionary reasons a left internal mammary artery (lima) graft to the lca was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that reported the echocardiogram showed moderate paravalvular leak (pvl) on the non coronary cusp after the first valve was implanted and that mild paravalvular leak (pvl) was present after the second valve was implanted. If information is provided in the future, a supplemental report will be issued.